Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) quickly changed to black-black during retracting of the 6f 10 cm non-cordis sheath. The back-flow from the indicator was coming out forcefully, so it was removed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was used for hemostasis. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and there was no damage to the indicator window. The exoseal vcd and 6f 10cm non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The window changed to black-black while pulsatile blood flow was still observed. The deployment lever was not depressed, and the indicator window did not show any red color during retraction. A 6f 10 cm non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no stenosis >50% at or near the puncture site, no prior closure within thirty days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no calcification and a stent at the puncture site. The exoseal vcd was used in an interventional procedure for thrombotic stenosis from the cia to the aorta, using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient has a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18291724 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window incorrect indication" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Retract the introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) quickly changed to black-black during retracting of the 6f 10 cm non-cordis sheath. The back-flow from the indicator was coming out forcefully, so it was removed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was used for hemostasis. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, and there was no damage to the indicator window. The exoseal vcd and 6f 10cm non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The window changed to black-black while pulsatile blood flow was still observed. The deployment lever was not depressed, and the indicator window did not show any red color during retraction. A 6f 10 cm non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no stenosis >50% at or near the puncture site, no prior closure within thirty days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no calcification and a stent at the puncture site. The exoseal vcd was used in an interventional procedure for thrombotic stenosis from the cia to the aorta, using a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient has a history of infectious diseases. Other procedural details were requested but were not provided. The device was discarded due to infection; therefore it will not be returned for evaluation.